Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat scoliosis. It was reported that the patient underwent a surgery to remove the rods sometime post-op due to the rods being broken. It was reported that all the hardware was removed. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.